Event description:
(B) (6). Same case as MFR report #: 2134265-2010-01420. It was reported that during and shortly following a percutaneous carotid artery intervention stenting treatment procedure, the patient experienced hypotension, bradycardia and arm and leg numbness. The index procedure treated the 80% stenosed, 9x15mm target lesion located in the ostium of the left internal carotid artery. Treatment utilized a bsc filterwire ez, the placement of a 10x24mm carotid wallstent and post dilation resulting in 0% residual stenosis. During the procedure the patient experienced hypotension and bradycardia which were both treated with medication and resolved without residual effect. Later the same day, the patient experienced numbness in the left arm and leg which resolved without residual effect with no further action. A second hypotension event also occurred post the index procedure which was treated with medication and resolved without residual effect the following day. The patient was discharged one day post the index procedure. Per the physician, the event relation to both the carotid wallstent and index procedure were listed as "highly probable". The event relation to the filterwire ez was listed as "unrelated".

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).